Event description:
The customer reported e315 non-compatible scope error and no image during inspection for use involving an olympus colonovideoscope. There was no patient involvement.

Manufacturer narrative:
Full e1- initial reporter establishment name:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.